Event description:
The hcp reported the patient never responded to the intrathecal drug therapy and continued to have lower back pain. The catheter had been viewed via x-ray and was found to be fractured. The hcp performed elective explant surgery to remove the patient's drug delivery system. The patient recovered from surgery without sequela. At the time of surgery, the patient's pump contained saline.

Manufacturer narrative:
.